Manufacturer narrative:
The expertirse of the suspected medical device has not yet begun and will make it possible to know the reasons of the complaint.

Event description:
A cerebrospinal fluid leakage has been found after icp ventricular catheter implantation when pulled out the stylet.